Event description:
It was reported that un-commanded fowler motion led to an unspecified patient injury. Additionally, upon evaluation the unit was found to have reduced brake force.

Manufacturer narrative:
The completed investigation identified that no injury occurred as a result of the alleged product problems. B1, b5, and the section h codes have been updated to reflect these findings.

Event description:
It was reported that un-commanded fowler motion and reduced brake force. While it was initially reported that a patient injury was caused by the fowler motion, further conversations with the customer identified that there was no injury as a result of these issues.